Manufacturer narrative:
A 3i t3® non-platform switched tapered implant 3.25 x 10mm (nt411) was returned for investigation. Visual inspection of the as returned product identified heavy damage along the implant from removal, and what appears to be a fragment of the device used to remove the implant still merged with it. The implant also presented with heavy residue which, alongside the instrument fragment, prevented reliable measurement of the implant's dimensions. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 15 and was used for approximately 6 months. Pictures or x-ray images were not provided to evaluate bone loss. DHR review was completed for the subject lot number (2018031135). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (lot # 2018031135) for similar events and no other complaint was identified. June post market trending was reviewed and there were no negative trends or corrective actions for the reported event (bone loss) or device (nt411). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. A definitive cause could not be identified. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to report (B)(4). The reported device has been received for evaluation. Investigation has not begun. Once investigation has been completed. A follow up medwatch will be submitted.

Event description:
It was reported that the dr indicated bone loss at tooth location 15. The implant was removed. There is no report of patient injury.